Event description:
In early 2009, the sales representative reported that during surgery the surgeon stripped the threading of the closure top while trying to adjust. Additional information received on 08 jan 2009 via telephone, the sales representative reported that during surgery the surgeon was attempted to place the closure top and the first threads were in when the physician assistance (pa) felt that the screw should be more angled. The pa attempted to correct the angle of the screw with the final driver and the closure top and the closure top stripped. The pa explanted the closure top and implanted another one without difficulty. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.